Event description:
It was reported that the system 9900 displayed high ma error and would not fully initialize prior to a procedure. The system was replaced. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the flash memory on the generator interface circuit board was corrupt most likely due to incorrect shutdown procedure. The software was reloaded and the system was tested and found to be working as intended and placed back into service.